Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported 76 year old female patient was on impella cp support and during support, the patient had limb ischemia. The patient had no pulses present in right leg distal to impella access. The impella was removed. Additionally, further details state that care was withdrawn and the patient subsequently expired. There were no details provided as to the cause of the death.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.7 revised and added information since the initial manufacturer device report number 1220648-2025-26779 was submitted. E.1 added us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26779 was submitted. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26779 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact facility name and fax number as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26779. H.6 component code 925 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26779. A new component code was added. Code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26779.